Event description:
It was reported that the customer was hospitalized for dka. Prior to the event, the customer had hbgs in the morning and treated with a bolus. It was indicated that bgs were coming down. But later on that evening they began to elevate. Then, the customer was taken to the hospital. The md stated that the insulin was not absorbing in the customer's body properly. It was verified that the programming and histories were accurate. Troubleshooting was done and the pump passed the prime test. The customer was educated on the two hbg rule and to call back when the clamp arrives.